Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. H3: healthcare professional was contacted for additional information and product return but there was no response received. Since product was not returned to medtronic, returned device analysis was not able to be performed. There was no indication that the event was related to a potential manufacturing issue. Therefore, no device history record (DHR) review was performed. During the event there might be the presence of activated electrosurgical instruments while stimulator is in contact with tissue. Which could have interrupted to the loss of stimulation signal. Hence the suspected most likely cause of the event could be unintended user error. The complaint investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further action was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the event occurred intra-operative.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6) is nim vital¿ patient interface 4 channel. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) is 09 december 2022. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital console and patient interface was not stimulating. There was no patient involved.

Manufacturer narrative:
H3: product analysis of the console found that, it has physical damage to the eic pcb, broken mute detector port and broken stim knobs from pcb. H6: code of fdr c07 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Additional codes of img g0201202 and img g0403401 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). H6: previously applied code of fdc d1102 is no longer applicable. Additional code of img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.